Event description:
It was reported that 7 tubes were under filling during use with a bd vacutainer® edta 2k. This occurred with three tubes from batch # 9344965 and twice with # 9315412. The following information was provided by the initial reporter, translated from japanese to english: tube didn't draw enough volume of blood.

Manufacturer narrative:
H.6. Investigation: bd received 88 unused samples and 2 photos for investigation for lot 9260547 . The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, the customer samples were evaluated by draw testing and the issue of underfill was observed. 10 retention samples from bd inventory, were evaluated by draw testing and the issue of underfill was not observed. Bdj also received 7 samples from the 3 lots( 9184915, 9315412, and 9344965) and conducted drawing test and confirmed all 7 tubes drew correct volume of water. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#260774). H3 other text : see h.10.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9184915, medical device expiration date: 2020-10-31, device manufacture date: 2019-07-03, medical device lot #: 9260547, medical device expiration date: 2020-12-31, device manufacture date: 2019-09-17, medical device lot #: 9315412, medical device expiration date: 2021-02-28, device manufacture date: 2019-11-11, medical device lot #: 9344965, medical device expiration date: 2021-03-31, device manufacture date: 2019-12-10." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7 tubes were under filling during use with a bd vacutainer® edta 2k. This occurred with three tubes from batch # 9344965 and twice with # 9315412. The following information was provided by the initial reporter, translated from (B)(6) to english: tube didn't draw enough volume of blood.